Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that after bolusing the infusion device displayed a2 (battery low) and she changed the battery and e8 (power interrupt) was displayed. She stated, she is unable to clear the error by pressing the buttons. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.